Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the absence of the ink markings. Complaint database search identified similar complaints received previously. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. A solution to this issue of lost ink markings has been identified by product development. The new design of instrument 254400018 will replace the current 254400017. The new design has been released. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken. This was out of an office set. Did not affect a surgery. Did not affect any patient. No pieces were left in a patient.